Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-38379 it was reported that the patient presented to the emergency room with syncope. It was discovered that discharge and blood was coming from the device pocket. During system extraction, it was discovered that the pocket showed significant necrosis and though no vegetation was noted on the right ventricular lead, endocarditis was suspected. Patient was stable and noted to be recovering following procedure.